Event description:
During a prolapse hemorrhoids procedure, after firing, there was no doughnut tissue specimen in the stapler and a couple staples were loose in the stapler. After inspecting the pt, no staples deployed in the pt's tissue and it was not cut at all. A second stapler was opened and enabled the case to be completed with no problems. No pt consequence.